Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. Device evaluation/resolution.

Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement or harm reported.

Manufacturer narrative:
Missed adding this information on initial submission: this issue was resolved in-house by the customer - there was no evaluation performed by the manufacturer. The customer reported that a touch screen calibration corrected the reported event. A follow-up with the customer confirmed that the device was working without further issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.